Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation, the distribution node (dn) to rear therapy electrode cable was pulled from the strain relief, which caused the service code 204. The root cause for the strained cable could not be positively identified, but the damage was likely caused by excessive force. No adverse event resulted from the damaged electrode belt. The pt received a replacement electrode belt.

Event description:
The nurse of a (B)(6) male pt called zoll customer support to report that the pt was receiving a service code 204. The pt was issued a replacement electrode belt.